Event description:
Malfunction of driver.

Manufacturer narrative:
The doctor presented a complaint on reusable tool rs9029 that failed to hold the dental implant. Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. Manufacturer's trend analysis show that malfunction of drivers is a low-rate adverse event.